Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the doctor in the emergency room made the medical decision to only remove 20cc from the pump initially but removed the other 20cc later. There was no pocket fill. The patient's weight was unknown. Additional information from the patient's managing physician indicated that the patient's stroke had nothing to do with the pump or therapy and was due instead to the patient's "issues with being very focused and not eating or drinking anything for 3 days." The patient became azotemic as a result. The patient was dehydrated due to deliberately not drinking fluids. The patient was doing well at the time of the report, and the doctor clearly reported that the previously reported events, including unresponsiveness and possible overdose, were not due to the pump or therapy. The patient's hospitalization was due to the self-induced stroke and not due to the therapy or device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving morphine (2 mg/ml at 0.5 mg/day) via an implantable infusion pump. It was reported that the patient's pump was implanted on (B)(6) 2018 and since then the patient had been experiencing respiratory arrest. Narcan was administered and the doctor wanted the pump stopped but did not have access to a physician programmer. The caller was the emergency room doctor and they did not have the patient's managing doctor's information. A device manufacturer representative called in the same day to report that he was going to see the patient and turn the pump to minimum rate. The representative said during the implant procedure they primed the catheter and added a 0.25 mg bolus. He said the patient's wife told him that when they went home after the implant procedure the patient "started acting like he was going to throw up." He then went to sleep and couldn't wake up. In the morning the wife found the patient unresponsive so she took him to the emergency room. The representative noted that the emergency room doctor had already pulled drug out of the pump by the time he got a hold of them, but "it was only 20 cc's taken out, not the full 40 cc." No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had a new catheter and pump implanted on (B)(6) 2018 and was discharged. The patient went to the emergency room with an overdose on emergency room 2018. The emergency room md gave the patient narcan and emptied the pump reservoir of drug. The rep did not have a history as to reasons for overdose. The implantation was unremarkable and there were no programming errors. The symptoms were considered a sudden change. The rep was to follow-up with the managing md. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient had a stroke the day after his implant. Total system explant was scheduled for tomorrow. While patient was hospitalized he developed an infection at the pump site. It was unknown if the infection was related to the device. The area of infection of pocket. The infection was associated with an implant. No further complications were reported.